Manufacturer narrative:
Block h6: imdrf impact code f1001 captures the reportable event of a canceled procedure.

Event description:
It was reported to boston scientific corporation that a spybite biopsy forcep was used in the common bile duct during a biopsy procedure on (B)(6) 2024. During the procedure, spybite max biopsy forcep cannot be opened. The procedure was not completed due to this event. There were no reported patient complications as a result of this event.